Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "implant removal from textured to smooth due to the concerns of the product". Later, healthcare professional reported "ruptured implant". This record is for the left side. Device was explanted and discarded.

Manufacturer narrative:
Photo evaluation: device photograph(s) for the device related to the reported event of rupture and anxiety - product/ procedure requested to determine the lot number or catalog through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ anxiety - product/ procedure: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "implant removal from textured to smooth due to the concerns of the product". Later, healthcare professional reported "ruptured implant". This record is for the left side. Device was explanted and discarded.